Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient receiving an unknown drug via an im plantable pump for intractable spasticity and other spasticity. It was reported on 2016-nov-30 that the pump was ¿a failure from the start.¿ no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.